Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed air in line message while infusing ivig in the emergency department. It was also reported there was no patient injury. Baxter communicated information to the customer from the user manual that would assist in minimizing air in line alarms during infusions with rigid containers.